Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter is an error message. The patient's diabetes is managed with oral medication, diet, and exercise. According to the patient, after the alleged issue began, the patient continued to manage his diabetes with the usual dose of medication. Reportedly 2 days later, he developed symptoms of "headache and shakiness." There was no allegation of medical treatment for severe hypoglycemia or hyperglycemia at the time of concern. According to the troubleshooting performed with customer service, the patient refused to continue with all the troubleshooting and potential adverse event questions. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of hypoglycemia due the product issue.

Event description:
During use of the device for a surgical procedure, the user observed an "f033" error message. As a result, an alternate device was employed to conclude the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/06/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Spc test port found dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k # is k053529.